Event description:
It was reported that during the take down of an illeostomy, the staples were not closing in the middle of the staple line. A blue cartridge was loaded into the device and the same thing occurred. Sutures were used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information not provided, device not being returned.